Event description:
Caller reported an issue with the incorrect time displayed on the pump, which was greater than a five-minute discrepancy from the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised monitoring and following up if the discrepancy recurred, which the caller understood and acknowledged.